Event description:
It was reported to miethke that a progav with shuntassistant 25 (part # fv414t) was implanted during a procedure performed in 2015. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure on (B)(6) 2017. The complaint device was returned to the manufacturer for evaluation. Further details were not provided.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Visual investigation: except scratches no significant deformations or damage were detected. Although no significant deformations or damage of the valve were detected during the visual inspection, the measurement of the plane parallelism has revealed that the valve is with a value of -0.031 mm slightly outside tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the progav® valve is permeable. The shuntassistant® has a blockage. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Result: first, we performed a visual inspection of the progav®. Although except scratches no significant deformations or damage of the valve were detected during the visual inspection, the measurement of the plane parallelism has revealed that the valve is with a value of -0.031 mm slightly outside tolerance of 0 ± 0.02 mm. Significant outside pressure, for example by too much force from the progav® adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force of the progav®. The valve operates as expected and met all specifications. No deformation or damage was detected on the shuntassistant®. The permeability test has revealed, that the valve has a blockage. Finally, we have dismantled the valve. Inside both valves we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of deposits in the valve at the time of our investigation. We assume that the deposits observed inside the valve could have caused the malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.